Event description:
The hospital reported that during an endoscopic vein harvesting procedure, after a short period of time of the use of the device, it was noticed that the shrink tubing near the tip of the hemopro2 had peeled away from the metal. This happened after several minutes of use and was seen when the device was in the pt's leg. Nothing fell into the pt. The use of device was stopped immediately and replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).